Event description:
It was reported that the t:slim x2 pump battery would not charge, leading to a pump shutdown and inability to turn back on. The outage caused the customer's blood glucose level to register as "high," but the specific value was unknown and exceeded 500 mg/dl (27.7 mmol/l). To address this, the customer administered a correction injection using manual insulin delivery. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.